Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose was unknown. Through troubleshooting, the customer was advised that if the failed battery test alarm was not cleared then the alarm would recur with each new battery inserted. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer was advised to monitor the insulin pump. The customer was advised that a replacement battery cap would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.